Event description:
Philips received a complaint on the intellivue multi measurement server indicating that there was no panel reading, does not maintain blood pressure, and blood pressure starts to drop completely. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and performed a diagnostic on the non-invasive blood pressure (nibp) measurement. A fault was detected in the module, but the fse advised that the device reached its end of life (eol). The fse advised that the device is eol, so philips is no longer able to guarantee corrective/application maintenance, repair or spare parts availability for the product. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(4). Section e: reporter phone #: (B)(6).